Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sg not available. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. Cust received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was able to charge properly. Unit failed to communicate and sync during rf/ble association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.